Event description:
It was reported that the pump touch screen was unreadable due to pixel issue. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.